Event description:
The following was reported to a carefusion r and d engineer by the user on (B)(6) 2012: we had a pleurx valve break apart (see two photos attached). The user indicated that they have not see this before and it lead to a large pneumothorax. On (B)(6) 2012, writer received the following additional information from the anexxa sales representative as obtained from the physician: the patient had a right sided pleurx inserted in (B)(6) 2011.  He had been draining regularly with good control of his symptoms. The pleurx had been working fine with no trouble documented until just before the incident.  It was last drained friday (B)(6) with no abnormalities or problems documented. Over the subsequent weekend the patient was not known to have any worsening of symptoms in terms of dyspnea or chest pain.  A chest x-ray (B)(6) demonstrated the tube to be in good position and there was no pneumothorax.  There was a small pleural effusion.  The tube can be seen curled on the patient's side with the cap in place. The morning of (B)(6) at approximately 4:30am the patient is reported to have had a fall.  No details were available regarding this aside from the fact the patient was not believed to have had any injuries.  It is not known if he hit his side or the pleurx dressing.  The patient was found on (B)(6) to have a broken pleurx catheter by his nurse during her regular rounds at approximately 7:30am.  She noted that the patient's dressing and bed were saturated with fluid.  The dressing was still in place.  She also noted that a "sucking sound" could be heard with inspiration and expiration and seemed to be coming from the tube.  Fortunately, the patient did not notice a change in his symptoms of dyspnea and was not complaining of chest pain. He remained hemodynamically stable. Upon inspection of the tube, the cap was missing as was the tip of the tube that contains the one way valve. The nurse did not comment that the tip or cap was seen in the dressing and she did not save the dressing for inspection. A stat chest x-ray at approximately 8am showed a large right sided pneumothorax with minimal pleural fluid. An improvised connection was devised for the remaining tube and the patient's pleural space was evacuated of air and fluid and then the tube was removed with an occlusive dressing placed. A repeat chest x-ray showed a reduction in the size of the pneumothorax. Because of the patient's poor status and life expectancy, a clinical decision was made to not place a new tube. Per the physician: despite the tube failure, the physician does not think it caused him any significant problem in this case.

Manufacturer narrative:
(B)(4). Evaluation summary: a complaint sample was provided. Evaluation of the complaint sample was unable to confirm the failure mode since it was submitted without critical components such as the duck bill valve, the cap and the disk. The returned portion of the catheter does not exhibit any manufacturing defect that may lead to the reported failure mode. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. Every catheter valve assembly is tested for leaks (pressure decay) before final assembly. Any failure will be culled out and scrapped. A review of the manufacturing device history record (DHR) could not be completed without a lot number being provided. Based on the investigation results, a definitive root cause could not be identified for this failure mode. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes. This issue will continue to be monitored to identify the need for any further actions.

Manufacturer narrative:
(B)(4). The sample is said to be available but has not been received as of yet. A follow-up medwatch report will be submitted if received.